Event description:
It was reported that a pt coughed up part of the cover of a stent that was implanted for treatment. The doctor removed the other part and the procedure went fine. The pt's condition after the procedure was reported as fine.